Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer called stating that when he open the box of test strips from the distributor the lid of the container was open and the strips felt on the floor and he reinserted the strips back in the vial after .customer performed blood test today at 02:26 pm and obtained a result of lo. Customer is not concerned with this result lo. Customer stated that he used another vail of strips and was able to receive results I inquire with regards to what blood results he receive using another lot# but customer refused to provide information . Customer refused replacement. I will send customer a courtesy vial of strips.